Manufacturer narrative:
The generator was returned to the service center for evaluation. The customer¿s complaint was not confirmed. A visual inspection was performed on the returned device and found (1) mounting foot missing and the cover to the ¿d socket cover missing. The generator was equipped with outdated software. The generator was functional tested and found to work as intended. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that during an unspecified procedure, the generator¿s cut function would not activate. There was no report of bleeding. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This device has been serviced before so a review of the previous service was performed. The service history shows no abnormalities that could attribute to the reported failure. Olympus will continue to monitor the field performance of this device.